Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure failure analysis - evaluation found no device deficiencies that would have contributed to the reported complaint. The clamp does have minimal movement and some residue buildup is present, but when it is properly positioned and put under pressure, it will not move. All worn components were replaced with new parts, and general cleaning and maintenance were performed. Root cause - the complaint could not be confirmed via inspection of the unit. The probable root cause is likely due to improper positioning. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A facility reported that the patient was pinned in the mayfield modified skull clamp (a1059) for a cranial decompression procedure. At the end of the case when undraping, it was observed that the pin slipped and was resting on the bridge of the patient's nose. There was no patient injury.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.